Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for help on 8100 unit has error code 2404150. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode. Case resolution: explain to tech. The error code 240-4150 on 8100 unit has to with the bottle-side pressure sensor is error out the voltage is too high the sensor may be broken. Tech. Thank me for my assit. (B)(4).